Manufacturer narrative:
The customer sent the sample for testing on an alternate method. The result of the alternate method was indeterminate. There is no information that the sample was repeated on the alternate method. The result of the alternate method was similar to the advia centaur xp ahbs2. The customer stated that the qc has consistently been acceptable indicating that the system is performing acceptably. No further investigation is required. The interpretation of results section of the instructions for use state: "the system reports anti-hs antibody results in miu/ml, and as reactive (positive), nonreactive (negative), or needing retest. Samples with initial value less than 8 miu/ml. Anti-hbs is below 10 miu/ml and the patient is considered not to have protective immunity to hbv infection. Samples with an initial value greater than equal to 12 miu/ml. Anti-hbs is detected at greater than equal to 10 miu/ml and the patient is considered to have protective immunity to hbv infection. Samples with an initial value greater than equal to 8 and less than 12 miu/ml. If results are within the retest zone after initial testing, samples retested in duplicate. After retesting, if 3 results are available and 2 results are greater than equal to 10 miu, then the sample is considered to be reactive. If 3 results are available and 2 results are less than 10 miu/ml, then the sample is considered to be nonreactive."

Event description:
Customer observed an advia centaur xpanti-hbs2 (ahbs2) result of (B)(6). This results did not match the result of (B)(6) that was observed on this patient in 2015. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp ahbs2 results.